Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the diameter of upper proximal aortic neck is 29 mm and the aortic neck is 20mm in length. It was reported that four days post index procedure, the simple CT showed a good progress and ultrasound showed no obvious endoleak. Postoperative creatine was increased from 2.2 to 3.6, and hypertension was considered acceptable to a certain degree, in order to ensure adequate urine volume. It was reported that there was inflammatory response increased together with the creatine value, a simple CT was performed and type b dissection was diagnosed. The vessel size immediately above the bare stent was increased from 32mm to 35mm in diameter. The false lumen patency was observed, as well as thrombotic occlusion in the thoracic descending aorta. The physician will monitor the patient. The balloon might have protruded outside of the stent graft. The physician stated that the dissection reached left subclavian artery (lsa) and the patient initially had impaired renal function resulting in renal failure. The physician could not determine the cause of renal failure and dissection. The patient was transferred to another hospital. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).